Event description:
The device was used during an oophorectomy procedure. Reportedly a component disengaged from the instrument into the pt's cavity. The scrub sister noted the component missing during the clean up. This was confirmed by an x-ray of the pt. The pt was returned to the o.r. For another lap procedure to remove the component.